Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was treated with cefazolin and ceftazidime for peritonitis. It was reported the patient's pd catheter was damaged and would be transferred to hemodialysis. The patient had not recovered from the event and the action taken with dianeal therapy was not reported. No additional information is available.